Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a strong resistance to flush the dilator that was noticed during preparation, with no liquid advancing through it. Troubleshooting included double checking the 3-way stopcock was properly open, exchanging the 3 ways stopcock, re-opening and closing the dilator rotative valve, attempting to loosen the junction of the y flushing port. The physician also attempted to cross a guide wire introducing it from dilator tip, with an stuck noticed at y junction. Since flushing was not possible, it was needed to open a new sgc system to continue with the procedure. Rest of the procedure advanced successfully.